Event description:
It was reported that the patient experienced drainage, incisional wound opening, headache, infection, meningitis, and seroma. No diagnostic testing was required and there was no alleged product issue. The patient status at the time of the event was alive-no injury. The patient reportedly had a recent bladder surgery and the patient believed that was when she started having trouble. The patient received antibiotics when she was admitted and had her pump removed. The pump system was being used to infuse hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the date of onset/diagnosis of the infection was the week of (B)(6) 2014. The patient was (B)(6) for meningitis and the pump was explanted. The patient never had a refill. If additional information is received, a follow-up report will be sent.